Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation cooling fan was replaced during the service call.

Event description:
It was reported that the 9600 system had an intermittent error code. No patient injury was reported.